Event description:
Complainant alleged that while attempting to defibrillate a patient, the device failed to discharge via paddles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. The device was removed from service and subsequent biomed testing found that the device's multi-function cable connector was inserted into the paddles incorrectly.

Manufacturer narrative:
The device was removed from service and subsequent biomed testing found that the device's multi-function cable connector was inserted into the paddles incorrectly. The customer was indicated that the device will not be returned to zoll for evaluation.